Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available. This event is the same as (B)(4).

Event description:
It was reported that a flo-gard IV solution administration set had "double" tubing in the roller clamp. This issue was discovered before device use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This is report 3 of 3 of the same reported event from this facility.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one device for evaluation. Visual examination confirmed there was a double loop of tubing in the roller clamp. The cause was determined to be incorrect assembly by an automated machine during manufacturing. The manufacturing facility implemented corrective actions to increase monitoring of the assembly process.